Event description:
The following information was received from global pharmacovigilance (gpv):this is a spontaneous report by a physician from (B)(4) of peritonitis in a patient coincident with physioneal, unspecified product therapy. On an unreported date, the patient experienced peritonitis. It was not reported if the patient required hospitalization, if remedial therapy was rendered, if physioneal, unspecified product therapy was ongoing or if the event of peritonitis had resolved. The physician did not provide an assessment of causality for the event of peritonitis in relationship with physioneal, unspecified product therapy. Follow up information ((B)(6) 2011): follow up information was provided by a physician. Adverse event details were added or revised. The physician clarified that the patient received physioneal unspecified product instead of extraneal viaflex therapy from (B)(6) 2011 until (B)(6) 2011 and the previously reported event of peritonitis did not occur. This case will be made non-valid after resubmission.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.